Manufacturer narrative:
The removed screws have been retained by the facility. No evaluation of the product has been possible to date. Review of labeling notes that "these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." A subsequent report will be filed should additional pertinent information be obtained.

Event description:
Three anterior lumbar plates were placed in the l3-l4, l4-l5, and l5-s1 vertebrae in (B)(6) 2009. The l3-l4 plate's right superior screw was noted to have backed out approximately 5mm. The superior screws were reportedly removed on (B)(6) 2010 and pedicle screws implanted posteriorly; the plate remained in situ attached via the inferior screws to act as a buttress plate. Posterior pedicle screws were implanted at l3-l4 to provide additional fixation.